Event description:
It was reported that the catheter was inserted in 2008. The patient presented at the hospital in '09 with chest pain. At that time, it was noted that the cuff of catheter was outside the body. The catheter was removed and a new line was inserted.

Manufacturer narrative:
Record review. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy. We are unable to determine the cause or factors which contributed to this event.